Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex a: a0908, annex c: c1302, annex d: d15, annex g: g04090. Additional information: annex a: a0406, annex c: c07, annex d: d0106, annex g: g04100. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of the failure observed during preventive maintenance could be confirmed through testing. The internal inspection of the bezel assembly found two bezel boss inserts pushed upwards. The bezel assembly date code was noted as september 2017 (not recall affected). All inspected parts were manufactured by bd. Preventive maintenance was performed on the pump module, but it did not pass the rate accuracy test. Therefore, a calibration test was conducted, which also failed and indicated that the pump module needed to be repaired. An internal inspection was then carried out, revealing that two of the bezel boss inserts on the bezel assembly were pushed upwards. Consequently, the bezel assembly was replaced with a bezel assembly in good condition from the dchu facilities. The calibration test and preventive maintenance were performed again using alaris system maintenance (asm) v.12.5, and all tests passed without any issues. A review of the logs of the last infusion performed on the pump module was carried out on august 1, 2024, at 4:09 pm. The suspect pump module was connected to pcu s/n (B)(6) and assigned to channel a. A rate of 11.8 ml/h and a vtbi of 23.6 ml were programmed. The pump module channel was turned off at 5:43 pm. During the internal inspection it was observed the top and middle right bezel boss inserts were lifted from the bezel assembly. However, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. The bezel material was determined to be manufactured with valox, with the date code 09/17 (september 2017), and was not impacted by the bezel boss recall. Per product labeling, alaris system user manual (v12.1) do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaristm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly and bezel assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.